Manufacturer narrative:
After follow-up via email, the lens was intraoperatively removed and replaced by a longer length lens. B-5: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -10.00/2.0/097 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.00/2.0/097 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was explanted due to low vault on (B)(6) 2020. A longer length lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.